Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified with the alleged issue began. The patient reported a blood glucose result of "186 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine. After the start of the alleged issue, the patient claims she felt symptoms of sweating, heart palpitation and felt like "passing out." Emergency medical services (ems) was reportedly contacted and administered the patient food and/ or drink as treatment. Another device was used to test the patient's blood glucose; however, results were not provided. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. A control solution test was performed which tested within specifications. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(4) 2012, respectively, with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the primary complaint was not confirmed. The control solution was also returned; however, testing was not performed since the alleged issue pertains to a meter and test strip issue only. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.